Event description:
It was reported that an unknown issue occurred with an avs navigator peek cage intra-operatively. At this time, no further information has been received. Once more information about this event is gathered, this report will be updated.

Manufacturer narrative:
Following device inspection, b5 has been updated. It was observed that the securing rail of the cage, which allows for attachment on the inserter, had fractured. A material analysis was performed for a similar device with the same failure mode which indicated that the implant broke in fast fracture mode and that the fracture was likely due to overload from the side. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. The surgical technique for navigator indicates that it is important to verify adequate discectomy and to maintain distraction during insertion of the cage and to verify that the implant is properly locked to the inserter before insertion (¿) carefully insert the avs navigator implant gently and progressively into the disc space. Based on the mar results for similar incident, is possible that the device could have experienced off-axial insertion/ impaction force, causing the securing rail to fracture. However, the root cause of the reported event cannot be determined conclusively based on the information provided.

Event description:
It was initially reported that an unknown issue occurred with an avs navigator peek cage intra-operatively. Upon device inspection, it was confirmed that the securing rail of the implant, which allows for attachment onto the inserter, had fractured off from the implant. The procedure was completed successfully with an unknown surgical delay. No additional medical intervention was required.